Event description:
Refer to mw (B)(4).

Manufacturer narrative:
Steris received a user facility medwatch which stated "approximately 30 sterilization wraps were discovered with pinholes or tears in the wrap." In review of the medwatch, it was noted that kimberly clark is the manufacturer of the sterilization wraps. In discussion with the user facility's risk manager, it was identified that immediately after the pinholes and tears were identified within the wraps, the steris steam sterilizer was inspected twice by the user's 3rd party service company and the investigation identified no issues with the sterilizers. The risk manager from (B)(6), stated that she does not attribute the pinholes or tears to the steris equipment. Immediately after the reported event, the user facility changed the wraps they were using and have had no other issues. Therefore, this medwatch does not pertain to steris equipment.